Event description:
The customer reported to olympus that there was an e224 communication error while using the camera head. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the error 224 was found due to a bad cable unit. Additionally, the rear cover was faded and switch one (1) was not working; both additional findings required replacement. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely an error of communication between the endoscope and the processor occurred due to a cable malfunction. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found after an unknown procedure.